Event description:
A report was received that after the pt was implanted with trial leads, in recovery, the pt experienced severe neuropathic pain in her right leg. The pain did not settle with administration of analgesia. Reprogramming was not successful in relieving pt's pain. The physician believes the insertion of the lead caused temporary inflammatory reaction. The pt was admitted to the hospital and placed on ketamine infusion.

Manufacturer narrative:
The explanted devices were not returned to bsn for eval as they were discarded by the medical facility.